Event description:
The customer stated he tested his blood glucose and received a reading of 36 mg/dl. He retested within 10 minutes and received readings of 146 and 160 mg/dl. The difference between the first reading and the last two readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.